Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the server was offline due to facility wide power outage. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was offline due to facility wide power outage. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section b describe event or problem, section d medical device brand name, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model # & concomitant med prod data, section h device manufacture date. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station server was offline due to facility wide power outage. The technical support specialist (tss) confirmed with the customer that the virtual machine (vm) was operational, but were experiencing difficulties with the server booting up, as it seemed to be caught in a boot loop, and the stations were in critical override. The tss discovered that the server was not a dell unit. The hospital information technology (hit) team had performed a power cycle on the vm via the console, yet the problem continued. The tss verified that the server was under remote support service, but it was offline, and concluded that the server was managed by the customer. An email was sent to the customer outlining the situation. The customer later confirmed that the pyxisprod enterprise server was back online, and the pyxis machines were indicated as connected; however, the customer observed some error messages when running reports for the units due to the extensive power outage. The tss then accessed the server and identified a certificate issue. Despite resolving the certificate problem, the reports still failed to generate. The tss reviewed the logs and discovered an unexpected error on the report viewer page. The tss then applied the knowledge article titled "medstation es ¿ unexpected error while generating reports ¿ the report server cannot decrypt the symmetric key" and successfully resolved the issue. The customer confirmed that the reports were then generated as expected. The system functioned as intended after the technical support specialist troubleshot the device.